Event description:
Information received from end user alleged that while the device was in use, end user's spouse awakened, detected an odor, and got up to check the house. When she returned to the room where end user was sleeping, she observed a small flame near the device which she extinguished with a bottle of water. There was no reported patient harm. The device, which was being used as an accessory to CPAP therapy, was returned for evaluation. Thermal damage was observed on the bottom of the device near the power outlet, and the end user also noted thermal damage to the carpet on which the device had been placed. Investigation into the circumstances leading to this event is not completed; however, it appears that a failure of the ac inlet, which resulted in overheating of the device, may have contributed to the event. A follow up report will be filled when additional information is available.